Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The biomedical engineer at the user facility reported that during preparation for use, when 160 and 180 series scopes were connected to the video processor, there was no image displayed with no error messages. There was no patient or user harm reported.

Manufacturer narrative:
In addition to b5, additional information received from the customer stated that the issue occurred during a diagnostic endobronchial ultrasound (ebus) bronchoscopy. The procedure and anesthesia were extended approximately 30 minutes while troubleshooting the equipment and locating another video system from the operating room. The procedure was completed with another video system with no report of patient harm. The device is available for evaluation once a loaner device is received. As of this date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.